Event description:
It was reported that during a peritonectomy (due to carcinomatosis), the surgeon experienced difficulties in coagulating the uterine vessels. At a certain point, the energy activation button broke off. The surgeon tried to insert it back onto the device, but energy started activating randomly, even with the jaws open. It was then decided to use alternate means to carry out and finish the procedure (monopolar and bipolar devices, ligatures). Surgical time was prolonged by about 30 minutes. No adverse patient consequences reported. One device is returning.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the energy button detached and returned with the instrument. The button was reattached to the instrument and passed all testing with the gen11. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. It is possible that when reattaching the button, it was attached in such a way that it resulted in continuous activation. This was not confirmed during our analysis. Our manufacturing process verifies the presence and functionality of the instrument prior to shipping. No conclusion could be reached as to how the button detached from the instrument

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.